Manufacturer narrative:
Analysis was performed on the returned device. The reported ¿starclose se device was removed prior to step #2, pressing in the vessel locator plunger¿ was confirmed based on the returned device condition. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. It should be noted that the starclose instructions for use (IFU), provides the deployment instructions. In this case, since only step 1 was performed, the clip was not deployed. Therefore, hemostasis would not be achieved. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported ¿starclose se device was removed prior to step #2, pressing in the vessel locator plunger¿ appears to be related to user error. In this case, since only step 1 was performed, the clip was not deployed. Therefore, hemostasis would not be achieved. The reported subsequent treatment appears to be related to procedure circumstance. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. H6 correction: medical device problem code 4001 was removed. H6: medical device problem code 2017, failure to follow steps.

Event description:
Subsequent to previously filed report, additional information was received:reportedly, the starclose se device was removed prior to step #2, pressing in the vessel locator plunger. Hemostasis was not achieved. Manual compression was applied to achieve hemostasis. No additional information was provided.

Event description:
It was reported that this was an arteriotomy closure of a small-bore hole in the right common femoral artery using a starclose se device after a percutaneous coronary interventional procedure. Reportedly, all four steps were performed successfully; however, hemostasis was not achieved. Sufficient nick and spread was done. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.